Event description:
Additional information received reported that the patient was being shocked when she was near wireless phone and base, re-chargeable batteries, and large electronics (weed whip and ect). There was an area where three large re-chargeable batteries were plugged in where she received a "jolt", and then when she stepped away the shocking stopped. This also happened near the refrigerator and the freezer. Patient's notebook computer "zapped" her when the computer was on her lap or on the couch arm.

Event description:
It was reported that the patient experienced a shocking/jolting sensation and "zaps" up her arms to the implantable neurostimulator (ins) site when using cordless (wireless) devices and personal computers (pc's). Although the implant was on her right side, the shocking occured in both arms, even on the left side which was "even more frightening." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial#: (B)(4). Product type: programmer, patient: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID: 37085-60, serial#: (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID: 3387s-40, lot#: v911924, implanted: (B)(6) 2012. Product type: lead: product ID: 3387s-40, lot#: v911924, implanted: (B)(6) 2012. Product type: lead. (B)(4).